Manufacturer narrative:
Covidien could not make any determination of root cause with all the disposables pieces to the device discarded. Covidien reference: (B)(4).

Event description:
Covidien received information of a odor emitting from device after the device was removed from the patient. The customer wiped the unit and the odor is no longer present. The patient circuit and the filters have been disposed of by the customer. The customer noted that there was patient involvement. No harm or injury to the patient was reported.